Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was requested for return. The product has not been received at this time. If the product is returned in the future a follow up report will be provided.

Event description:
The initial reporter complained of a display issue on coaguchek xs meter serial number (B)(4). The customer explained that the meter display is very dim. The customer had put new aaa batteries in the meter and the battery compartment appeared to be clean and dry. The customer performed a display check and said that he could not read the '888' clearly in addition to 'the upper vertical segments are so dim and can not be seen.' The customer did not attempt 'to get a result today because of the dim display.' The display issue complained about could cause results to be misinterpreted.